Event description:
A vns programming site reported that they had a dell x5 handheld computer won't do the lead checks. It interrogates slowly but ok and then when they do a lead check the orange light on the wand flashes on and off and it eventually gives me an error message about not being able to interrogate, or sometimes the screen freezes. No further information has been received at this time.

Event description:
Reporter indicated that since the handheld computer serial cable has been replaced, there have been no more issues and the computer is performing as intended. Product analysis results for the suspect serial cable, which was returned on (B)(6) 2012, will be reported via MDR #1644487-2012-02293.